Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25-18mm amplatzer talisman pfo occluder was chosen for implant using a 10f amplatzer trevisio delivery system. During the procedure, the team determined that the 25 mm occluder appeared to be undersized, and upon removal of the occluder from the catheter, the left atrial disc was observed to be malformed, with the polyester fabric not appearing to be uniformly sewn within the disc. Although it initially appeared that the nitinol left atrial disc itself was deformed, closer inspection indicated that the polyester fabric within the disc did not fully cover the entire disc, representing an irregular sewing pattern. No protruding threads were identified, and the device had been thoroughly inspected prior to use with no damage observed beforehand. The procedure was subsequently completed using a new 30-25 mm amplatzer talisman pfo occluder. The patient remained hemodynamically stable throughout the procedure, with no clinically significant delay and no adverse patient effects reported.

Manufacturer narrative:
An event of device deformity and material deformation of a misaligned polyester patch was reported. Imaging was received from the field showing the polyester patch to be misaligned. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There were no complaints associated with any other devices from the lot. Based on the available information, a cause of the reported device deformity could not be conclusively determined. The reported material deformation of a misaligned polyester patch was likely due to the device deformation; however, this cannot be determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: medical device problem code: 1506.